Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing a blood glucose (bg) level of 250 mg/dl and a correction bolus was used to address the high bg level. The customer thought the pump was not functioning correctly. Tandem technical support performed a system check with the current supplies and the pump was found to be functioning as expected. The customer indicated that the temp rate had to be run at 250% and was blousing 2-3 times the normal amount. The customer reverted to using another pump and has had no further problems.